Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 06-mar-2026 the user reported intermittent hearing. The user was able to hear properly using the loaner processor, and therefore the clinic advised the user to continue observation with the loaner processor for 3_4 days. The user reported for follow-up on 14-mar-2026, again complaining of intermittent hearing since that morning. The clinic attempted to repeat the measurements, but failed to achieve the communication with the implant. Re-implantation is being considered.